Manufacturer narrative:
D9: add date device returned to manufacturer. H6: code c19 - a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Code d15 - engineering evaluation: evaluation of the returned device indicates that the dual lumen was cut, and the proximal end of the dual lumen was not returned. The returned, distal section of the dual lumen is unremarkable. The transition is exposed on both the distal and proximal sides, and the endoprosthesis is compressed. The outer zipper was fully deployed to the turnaround, where a knot or tangle in the zipper fibers was visible. Loose fibers on the end of the deployment line indicate a deployment line break. A guidewire was passed to stabilize the device for the deployment, but deployment was unsuccessful using the remaining deployment line. After the initial deployment attempt, the knotted area of the zipper was manipulated first with tweezers, and then with a needle, and the area was loosened. Black material was visible after manipulation. Deployment was attempted again and was successful. The reported failure mode of failure to deploy with a broken deployment line is consistent with the findings of the loose deployment line fibers at the end of the returned section and the knot in the zipper fibers at the turnaround. The root cause of the reported failure mode is most likely related to the knot in the zipper fibers at the turnaround, but the root cause of the knot could not be established with the available information. The root cause of the compressed endoprosthesis and exposed distal shaft are consistent with the reported attempted withdrawal of the device during the procedure. The root cause of the cut dual lumen is also consistent with the reported complaint details. Investigation summary: the reported primary failure mode, related to inability to deploy with no device expansion, was confirmed following evaluation of the returned viabahn® device. A segment of the delivery catheter was returned with attached distal shaft and constrained stent graft. The outer zipper was fully deployed, and a knot or tangle in the zipper fibers was identified at the turnaround that coincided with the location of deployment cessation. An initial attempt to further release the zipper beyond the condition returned was not successful. However, deployment was able to continue following manipulation to loosen the zipper fibers at the area where a knot/tangle had been observed. Black material contaminant was noted on the zipper fibers following release. Neither the nature nor source of the material could be identified. The ability to release the knot/tangle following manipulation during evaluation suggests a zipper disturbance consistent with observed compression and displacement of the stent-graft on the distal shaft. However, neither the timing for occurrence nor cause of the knot/tangle could be established with the available information, and a failure mechanism could not be recreated given the condition of the returned device and inability to replicate clinical circumstances that may impact device performance. The zipper undergoes multiple in-process and final inspections, pre and post device assembly, including examination for incorrect braiding pattern, unacceptable contamination, and broken zipper fibers or tangles. The cause of the deployment failure at the time of procedural difficulty could not be determined following engineering evaluation of the returned device. A broken deployment line was confirmed during engineering evaluation. Reported event details indicate significant resistance was encountered during deployment, and the deployment line broke following multiple attempts to deploy. Withdrawal difficulty was subsequently reported. The root cause of the deployment line break, secondary to the resistance encountered during deployment, and reported catheter withdrawal interference could not be established with the available information, including device evaluation.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, a patient was to be implanted with a 13mm x 5cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat atherosclerotic occlusion of right common iliac artery. Right femoral artery was the puncture site. A loach guidewire was successfully inserted into the right iliac artery using a single curved catheter. After the guidewire passed through the lesion, the amplatz guidewire was replaced and a 12f sheath was inserted. Firstly, a 13mm x 10cm vsx device (vbh131002w) was deployed successfully. Then, the 13mm x 5cm vsx device was advanced to target lesion and connected to the first vsx device. Significant resistance was encountered during the deployment, multiple attempts were made, the deployment line was broken. As a result, the vsx device was decided to be withdrawn, but it could not be successfully withdrawn. Subsequently, the contralateral femoral artery was punctured and an 18f sheath was inserted to guide vsx device delivery guidewire into the sheath, and vsx device was removed from patient. The delivery catheter was cut off, and the remaining delivery catheter was withdrawn. Bard 14mm x 80mm bare stent was used to complete the procedure successfully. The postoperative status remained stable and tolerated the procedure.